Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while preparing/flushing the 7f 11cm brite tip catheter sheath introducer (csi), a piece of plastic was released from the cannula. Something was stuck in there. The sheath was not inserted in the patient. There was no reported injury to the patient. The packaging was not damaged. The product was stored in the cath lab storage room, and no anomalies were noted when the device was removed from the package. The device was not removed by the hub, and no abnormalities were observed at that time. The device was prepared according to the instructions for use (IFU). During flushing, material from the vista brite tip sheath was observed exiting the cannula, which led to discontinuation of use. No other difficulties were encountered during preparation. The intended procedure was a transfemoral aortic valve implantation (tfavi) procedure with a femoral access site. The procedure was completed normally using another brite tip sheath. The device will be returned for evaluation.